Manufacturer narrative:
On (B)(6) 2017: tandem technical services made multiple attempts to follow up with the customer, however no further information was provided. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was experiencing difficulty completing the load process. The customer stated receiving a message that the pump cannot detect the cartridge. The customer reported was able to complete the load process while contacting tandem technical support. There was no reported impact to the customer's blood glucose level.